Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 3.1 failed and displayed error failed to stay closed. The customer tried to reboot and recover but the issue persisted. The customer stated that the drawer was unable to be recovered. As per the part investigation, it was determined that the issue was attributed to a broken plastic hinge and a short circuit between adjacent copper strands of the assy retractor dwr hh cubie, which led to the observed thermal damage. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of drawer 3.1 closed drawer with error failed to stay closed was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that it was found latch sensor cable damaged on main drawer 3.2 causing primary failure. Also, the fse found roll board header cable, very sloppy and loose and damage on retractor band hinge. The fse replaced latch sensor retractor band and roll board cable. Finally, everything tested good in hardware test application (hta) and/or application. The report was closed. During dchu visual inspection: pn 119449-01 (B)(6): the pcba latch sensor drawer cubie was received with broken insulation and an exposed copper strand. Pn 138517-01: the cable, 14 ft 10 pin modular to usb3 was received with no signs of physical damage, fluid ingress or missing components. Pn 353578-01: the assy cable ribbon rowboard was received with no signs of worn or scorched insulation, black marks, heat related discoloration, or exposed copper conductors and damage to any of the connectors. Pn 353844-01: the assy retractor dwr hh cubie was received with a broken plastic hinge and a copper strand in contact with adjacent copper strands. During dchu testing: pn 119449-01 (B)(6): the testing from dchu was not required due to the physical damage observed during the visual inspection. Pn 138517-01: was connected to a known good test barcode scanner and attached to dchu hta equipment. The scanner showed audible and visual indicators confirming successful initialization and it passed the functional testing with no intermittent behavior observed. Pn 150825-01: was evaluated on an esd protected surface with a calibrated dmm and it passed the continuity testing. It failed during the functional testing, during the pop lid operation. Pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported condition of drawer 3.1 closed drawer with error failed to stay closed was determined as follows: a physically damaged pcba latch sensor drawer cubie (pn 119449-01) which affected the correct opening/closing operation of the drawer. A faulty assy cable ribbon rowboard (pn 150825-01) which compromised the drawers communication. A broken plastic hinge and a short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device drawer 3.1 failed and displayed error failed to stay closed. A field service engineer found that the latch sensor cable on main drawer 3.2 was damaged, which caused the primary failure. Additionally, the engineer discovered that the row board header cable was very loose and that the retractor band hinge was damaged. The engineer replaced the latch sensor, retractor band, row board cable and universal serial bus (usb) cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 3.1 failed and displayed error failed to stay closed. The customer tried to reboot and recover but the issue persisted. The customer stated that the drawer was unable to be recovered. There were no delay and adverse events or injuries reported based on this event.